Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2018-aug-31 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was malignant pain. It was reported that a pump infection occurred. The event date was not specified. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2018-sep-05. The explant date and initial reporter were provided.